Event description:
A patient called for medical information and additionally reported adverse events. The patient had a smart stent placed on (B)(6) 2000, in the subclavian vein because of a blood clot. Approximately twelve years later, the patient experienced chest pain, swelling and pain in his arm, and numbness and tingling in his hand. As treatment, physician prescribed coumadin in (B)(6) 2012. Additionally, an x-ray revealed that the stent was "fractured and broken in two places". Events remained ongoing. Additional information received from the reporter states that approximately twelve years ago, the patient had this stent placed in the subclavian to treat a clot that had formed. Following stent placement the patient was placed on coumadin. The patient informed me that post two stent placements the stent clotted off. Since then the stent has been non functional. The physician decided not to treat the clotted stent and keep him on medication. The patient continued to take the coumadin for approximately one year. Approximately (B)(6) ago, the patient was having some shoulder pain and went to a sports medicine facility to get treatment. An x-ray was performed and showed that the stent was fractured. When the patient started to have this swelling and numbness in his fingers he went to the ER where they attempted to treat the fractured stent and they noticed that a collateral vein was growing through the struts of the implanted stent. The vascular surgeon recommended bypass surgery and stent removal but the patient is apprehensive.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that the event date is unknown although the event did occur in 2012 and therefore the date of (B)(6) 2012, has been inserted into the medwatch report.

Manufacturer narrative:
Additional information received states that the patient returned one month post venous stent placement and thrombolysis. An upper extremity cat scan was performed and the images obtained demonstrate 'recurrent abnormal narrowing of the left subclavian vein in the region that was stented. The significant narrowing is also associated with focal filling defect consistent with presence of some thrombus at the junction of the left subclavian vein and left brachiocephalic vein. There is a hold up of contrast material proximal to the stenosis with filling of collaterals extending both anterior and posterior. This is seen regardless whether the patient's arm is at his side or above his head, however, the degree of stenosis appears to be greater when the patients arm is raised above his head suggesting the presence of added extrinsic compression of the vein in this position.' Also, the information received states that the event date of the stent fracture is (B)(6) 2012. At the time of the stent fracture a severe restenosis was noted in the medial left subclavian vein near the junction with the innominate vein. The proximal portion of the stent was fractured and restenosed approximately 90-95%. . Extensive collaterals were noted around the occlusion. Attempts to treat the restenosis were made but were unsuccessful as the physician could not pass a guidewire through the obstructed area of fractured stent. The procedure was terminated and plans were made for surgery. The proximal portion of the fractured stent remained imbedded in the innominate vein. The patient was admitted and they removed the patient's rib and the fractured stent in (B)(6) 2012. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A patient called for medical information and additionally reported adverse events. The patient had a smart stent placed on (B)(6) 2000 in the subclavian vein because of a blood clot. Apparently per the patient, two days post stent placement the stent clotted off and since then the stent has been non functional. The physician decided not to treat the clotted stent and kept him on medication. Additional information received states that the patient returned one month post venous stent placement and thrombolysis. An upper extremity cat scan was performed and the images obtained demonstrate 'recurrent abnormal narrowing of the left subclavian vein in the region that was stented. The significant narrowing is also associated with focal filling defect consistent with presence of some thrombus at the junction of the left subclavian vein and left brachiocephalic vein. There is a hold up of contrast material proximal to the stenosis with filling of collaterals extending both anterior and posterior. This is seen regardless whether the patients arm is at his side or above his head, however, the degree of stenosis appears to be greater when the patients arm is raised above his head suggesting the presence of added extrinsic compression of the vein in this position.' Approximately a year and a half ago the patient was having some shoulder pain and went to a sports medicine facility to get treatment where an x-ray showed that the stent was fractured. Extensive collaterals were noted around the occlusion. Attempts to treat the restenosis were made but were unsuccessful as the physician could not pass a guidewire through the obstructed area of fractured stent. The procedure was terminated and plans were made for surgery. The proximal portion of the fractured stent remains imbedded in the innominate vein. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 40500228 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. Progression of atherosclerosis is an expected outcome of the disease process. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. The subclavian vessels are prone to and undergo biomechanical forces such as flexion during movement. Also, the vessels may be compressed by external structures, including the clavicle and first rib. This may lead to restenosis or thrombosis, also well-known potential complications of this type of procedure. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event.

Manufacturer narrative:
Additional information received from the patient states that in (B)(6) 2012, a venogram revealed thoraxic outlet syndrome. As treatment a bypass procedure, not further described, was performed, which required hospitalization for an unspecified amount of time. No change to the reportabikity of the file.

Manufacturer narrative:
Additional information received from the patient states that the patient was admitted and they removed the patients rib and the fractured stent. The stent was sticking thru several veins. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.